Event description:
It was reported to covidien in 2008, that a customer had an issue with a heparin prefilled syringe. The customer stated that the pt using syringe had an infected line, went to the hospital. The hospital infection control unit looked at the unopened syringes (still in wrapper) and found gram negative rods, that appear to matched the organisms recovered from the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.